Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure and unsure properly inserted cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose (bg) reached over 500 mg/dl while wearing the pod between 4 and 24 hours on the leg. It was discovered that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient reported being unsure if the cannula was properly seated. As treatment, the patient changed out the pod and gave correction bolus.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. After investigation of the needle mechanism, no issues were found that would result in any needle mechanism failures. The needle mechanism was reset and successfully deployed with no problems observed. The device ran for 976 pulses and was deactivated by the user. Inspection of the soft cannula found a kink in the exposed portion and an external leak. It could not be determined when this damage occurred. The download data shows no timeouts or high pulse widths that would indicate any struggle to deliver insulin. The soft cannula measured the full length according to specification. No damages or manufacturing deficiencies were found that would result in the cannula failing to insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined.